Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator lost the air supply. There was no patient involvement. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-medtronic service provider checked and found the reported issue. The service provider opened the compressor and found that motor was not starting, the crank assembly was jammed, and the bearing was damaged. The motor in the compressor was repaired and the ventilator was functioning normally.